Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse of a customer reported via phone call of high blood glucose level of 400mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The nurse declined further troubleshooting.